Event description:
A (B)(6) female patient called zoll customer support to report her battery charger wasn't properly detecting when batteries were inserted. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not detecting inserted batteries) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the resets was isolated to defective y1 and u13 components. The components were not outputting any voltage. The root cause for the defective y1 and u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.